Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display. Unit also received with cracked case(battery tube) and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a small crack on the battery. The insulin pump was exposed to moisture and the label was worn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.